Event description:
This lead was implanted on (B)(6) 1998 and was capped on (B)(6) 2013 due to rising thresholds (1020 ohms). The physician was dr. (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).